Manufacturer narrative:
One device was received. Visual inspection noted the front cover had a dent in it, line cord was faded, and the prongs were bent, enclosure had a large gouge out of the top left corner, pole clamp was missing the tab on the inside of the handle, quick connect was corroded, water tank cover has a small crack on lower right side, block assembly was discolored. Functional testing was performed, and the water pump was not recirculating water. The complaint was confirmed. The root cause was an inoperative water pump however it was unknown what caused the problem. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the pump, heater, enclosure, membrane switch, quick connect, water tank cover, line cord, pole clamp, block assembly, front cover, reflux plug. Performed preventative maintenance (pm) and calibration. The device passed all functional and delivery tests.

Manufacturer narrative:
B3 date unknown, d4 UDI information unknown. No information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is not pumping circulating water. No adverse patient effects were reported by the customer.